Event description:
Surgery to remove recalled. Left breast pain. Couldn't move-shoulder. Frozen shoulder, even after surgery couldn't move it freely, therapist after weeks of therapy and pain said breast had contracture all up around collar bone and scar tissue reaching out toward shoulder and arm pit keeping shoulder from free movement. Made appointment with plastic surgeon to discuss breast issues because one breast was in pain so much, one breast appeared more flat. I gave him my registration card and he realized I had recalled breast textured implants that needed to come out anyway because I was already suffering with many autoimmune problems and seeing an autoimmune doctor. I had extreme fatigue, and I had lost about 20 pounds rapidly. These textured implants are connected to a rare cancer of the autoimmune system, so he suggested taking them out on (B)(6) 2021. I know to make sure I am free of this cancer gene I need the whole capsule out and need to have the fluid inside the capsule tested. FDA safety report ID # (B)(4).